Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased shock impedance measurements resulting in high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. 1.1 and 41 joule commanded shocks were delivered and shock impedance measurements were noted to be within normal limits at 83 and 74 ohms. The remote monitoring alert trigger was increased and the physician will continue to monitor. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that continued high out of range shock impedance measurements greater than 125 ohms was observed and resulted in this device emitting beeping tones. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
This report is being filed to correct section h6: device codes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that continued high out of range shock impedance measurements greater than 125 ohms was observed and resulted in this device emitting beeping tones. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.